Event description:
It was reported that during implant attempt, the helix could not be deployed after more than 40 turns. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however the defibrillation conductor was distorted, and there was a tip seal observation. The lead was damaged at implant, and blood was noted on the helix mechanism, sleeve head, and distal conductor (not obstructed); the full lead was returned and analyzed.